Manufacturer narrative:
Broken blade. Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the generator indicated instrument failure. The device was detached from the hand piece, cleaned and reinstalled, but the error signal continued to show on the generator. It was not noted how the case was completed. The procedure was prolonged 5 minutes. No pt consequence reported.